Manufacturer narrative:
Calf support foot assembly.

Event description:
It was reported by service report that the right calf support was not locking into the right foot assembly. No pt involvement or adverse consequences are reported.